Event description:
The physician stated that the gdc 10-soft synerg detection circuit got cut and then prolapsed. Attempted to retrieve the subject device with a retriever-18 and with an in-time retrieval device, but both failed and the coil separated in two pieces. Finally, the remainder of the coil was successfully removed with a 4 mm microvena snare.